Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event investigation summary: one device was returned for evaluation. The device was noted to have kinks throughout. The guidewire lumen was able to be flushed and a in house guidewire was able to be advanced through the device with some resistance. An in house presto device was used to inflate the device and the balloon was noted to inflate and deflate without issues. The balloon was inflated a second time water was noted to be exiting from the proximal glue joint. As the water leaked the pressure gauge was noted to drop in pressure level. Under magnification a partial circumferential break was noted to the proximal glue joint. Therefore, the investigation is unconfirmed for the for the reported balloon rupture, as no rupture was noted to the balloon during evaluation. However, the investigation is confirmed for the identified break, as a partial circumferential break was noted to the proximal glue joint during evaluation. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2023),g3 h11: h6(method, result and conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. There was no reported patient injury.